Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported they were reprogrammed about 3-4 months ago their pain began to "radiate" into their left side and they were experiencing sciatic pain. Caller explained that their pain has always been on their right side. Caller stated they were reprogrammed about 3 weeks ago by mdt rep, holly (last name asked unknown) in attempt to try to target the pain on their left side. Caller stated that while holly was reprogramming them, they felt shocking sensations in both legs and holly made adjustments so pt no longer felt the shocking sensations. Pt stated they began feeling shocking sensations again the next day. Caller stated prior to being reprogrammed their intensity was set to 3.8 and holly increased their intensity to 5.5 (group a). Caller reported after being reprogrammed, their ins took 2 hours to charge to 100% while recharging excellent. Caller confirmed they do not check the controller often while recharging . Caller also commented that the controller itself takes 2-3 hours to charge. Pss reviewed that is within the expected timeframe for charging the controller. Caller also reported that since being reprogrammed about 3 weeks ago, their ins depletes at a faster rate. Caller also mentioned their stimulation turns off when their ins depletes and inquired about turning stim on/off. Caller seemed very confused about how to use the external equipment. Pss reviewed information and suggested pt keep a log of how long it takes them to charge and follow up with mdt rep, holly if there is still a concerned. Pt mentioned sometimes they feel an increase of pain and based on the context of the conversation, it seems as though pt allows their ins to deplete and doesn't always turn stimulation back on right away.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they met with the medtornic rep, and they reprogrammed the programmer twice. The pain is still constant in the implant site.